Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a low blood glucose value of 69 mg/dl after a late-night bread snack, and the user, who was asleep at the time, self-treated with oral glucose tablets; the medical device problem and device component could not be characterized due to insufficient information. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included no health consequences or impact, though medication in the form of oral glucose was required to correct the event. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, with insufficient information regarding the device and no specific medical device problem identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.